Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. The medical device returned to a third party for investigation. The analysis report was shared with gore and will be evaluated appropriately. A review of the manufacturing records indicated the lots met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent surgical treatment for a femorotibial bypass with a gore-tex® stretch vascular graft thin-walled removable ringed. It was stated that the vascular graft was implanted on (B)(6) 2021, in emergency setting for an acute limb ischemia rutherford iib due to a pet bypass thrombosis. Reportedly, on (B)(6) 2021, after about 11 years for the pet prosthesis and 3 days for the vascular graft, both devices were explanted during major amputation.

Manufacturer narrative:
Explant investigation: explant scientist observations: the specimen was reported to measure 30 cm in length with one end transected (extremity a) and one anastomosed to native vessel via blue monofilament suture (extremity b). The ablumen was generally devoid of tissue except minimal scattered plaques of tan to dark red/ brown tissue, rings were removed near anastomosis, otherwise remained on the length of the fragment, and the blue alignment marks were clearly visible. The lumen at extremity b was lined with tan to red/ brown tissue, deposition of tissue was not clearly discernable via the images provided. Extremity b remained in an end-to-side anastomosis to native vessel. The patency of the graft fragment could not be clearly determined based on the analysis or images provided. Material disruption (e.g., transection) was consistent with those caused by surgical instrumentation (e.g., scalpel, scissors) during the explant process. Based on the explant scientist¿s review of the geprovas report and no complaint associated with the graft reported by the physician, no additional analysis is requested.